Event description:
It was reported that the patient experienced discomfort from extra-cardiac stimulation due to the left ventricular lead in clinic. Interrogation noted that the left ventricular lead also exhibited failure to capture due. X-ray noted that the left ventricular lead was dislodged.the reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient experienced discomfort from extra-cardiac stimulation due to the left ventricular lead in clinic. Interrogation noted that the left ventricular lead also exhibited failure to capture due to dislodgement. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.